Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109, 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4310 and 4315. H10: narrative/data was updated. The reported device was not returned and the reported event was non-verifiable as no objective evidence was provided towards the reported event, the reported device was not returned and the medical event is non-verifiable. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (63477060). It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review was performed for the subject lot numbers (63477060) for similar events and found no related complaints. The complaint is not related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are clinician error; improper case planning. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number - k013227.

Event description:
It was reported that the implant was removed due to an unknown reason. During removal, bone loss was noted and upon attempting to remove the implant it kept spinning and traveled into the sinus. Implant was successfully removed and noted and the patient is healing well.